Event description:
The pacemaker dependent patient was admitted to the hospital with failure to capture in the atrium and ventricle. The patient was resuscitated and intubated. After the patient was stable, thresholds came down to 1.5 v to 2 v in bipolar. Outputs were turned up and the patient was programmed to 'doo' overnight. The following day there was loss of atrial capture again. There did not appear to be clavicular crush via x-ray. The system would be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.